Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pulmonary parenchymal wedge resection in a thoracoscopic thoracic lobectomy, the device was unable to fire. They noted that they were able to press the green button, but unable to squeeze the handle. They used a new device to complete the case. There was no patient injury.